Manufacturer narrative:
The farawave catheter was returned to boston scientific for analysis. Upon device return and inspection, it was observed that there were some white spots on the catheter handle. Flushing through the irrigation port was tested. No obstruction was observed, and the irrigation was functional in all deployment states. The sterile seal of the packaging was also reported to be damaged, but it could not be confirmed because the device was returned with a seal in good conditions and no media related to the seal was attached. A picture of the device was received where it was possible to observe some white section through the flush tubing which seems to be part of the assembly between the flush tubing and the flush luer. No further nor additional product analysis could be performed since the device did not return, so the reported allegations were unable to be confirmed conclusively. The reported observation of foreign material was confirmed, though the observations that the device was difficult to flush and sterile seal damage were not confirmed. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that the catheter had a white substance in the flush port and on the handle and could not be flushed through the port, and sterile seal of the packaging was damaged. During preparation for a pulse field ablation (pfa) procedure to treat atrial fibrillation a farawave catheter was selected for use. The catheter was removed from the packaging to prepare it for insertion. When attempting to flush the device through the flush port it would not flush with ease. Multiple attempts to flush the device were made without success. It was noticed that a white substance was present in the flush port and on the catheter handle. The sterile seal of the packaging was also damaged. The catheter was replaced, and the procedure was completed. No patient complications were reported. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that the catheter had a white substance in the flush port and on the handle and could not be flushed through the port, and sterile seal of the packaging was damaged. During preparation for a pulse field ablation (pfa) procedure to treat atrial fibrillation a farawave catheter was selected for use. The catheter was removed from the packaging to prepare it for insertion. When attempting to flush the device through the flush port it would not flush with ease. Multiple attempts to flush the device were made without success. It was noticed that a white substance was present in the flush port and on the catheter handle. The sterile seal of the packaging was also damaged. The catheter was replaced, and the procedure was completed. No patient complications were reported. The device is expected to be returned for analysis.

Event description:
It was reported that the catheter had a white substance in the flush port and on the handle and could not be flushed through the port, and sterile seal of the packaging was damaged. During preparation for a pulse field ablation (pfa) procedure to treat atrial fibrillation a farawave catheter was selected for use. The catheter was removed from the packaging to prepare it for insertion. When attempting to flush the device through the flush port it would not flush with ease. Multiple attempts to flush the device were made without success. It was noticed that a white substance was present in the flush port and on the catheter handle. The sterile seal of the packaging was also damaged. The catheter was replaced, and the procedure was completed. No patient complications were reported. The device is expected to be returned for analysis.

Manufacturer narrative:
The farawave catheter was not returned to boston scientific for analysis; however, a picture was received where it was possible to observe some white section through the flush tubing which seems to be part of the assembly between the flush tubing and the flush luer. No further nor additional product analysis could be performed since the device did not return, so the reported allegations were unable to be confirmed conclusively. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.